Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 and d10 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery that occurred after stenting with a non-abbott 3.5x26 mm drug eluting stent. A non-abbott stent was deployed and serial post dilatation was performed but there was continued bleeding. The patient began experiencing hypotension despite fluid boluses. Norepinephrine was provided and pericardiocentesis was performed with echocardiography confirming a rapidly deploying effusion with right ventricle collapse consistent with cardiac tamponade. Before placement of the pericardial drain, an agitated saline study was performed confirming location and the 3.5x19 mm graftmaster covered stent was deployed at 15 atmospheres. This stent did not seal the perforation so a 4.0x19 mm graftmaster covered stent was deployed at 15 atmospheres overlapping the first graftmaster. Despite multiple inflations the bleeding continued and inflation was performed with a 4.0 mm nc non-abbott balloon for 30 second episodes. There were two episodes of polymorphic ventricular tachycardia and electrical cardioversion was performed. The patient was struggling with dyspnea, discomfort and nausea. After repeated inflations the bleeding was noted to have stopped. After 1 hour, repeated bedside echocardiography confirmed no pericardial effusion. The patient was transferred to cardiac care unit for further management and was discharged to a subacute rehab center on (B)(6) 2025. The patient has been followed up as an outpatient and is doing well. No additional information was provided.